Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: superficial siderosis level implanted: c3-c4 it was reported that the patient underwent anterior cervical discectomy and arthroplasty surgery. Post-op, one screw of the disc broke and distal tip was not retrieved. Removal of device and fusion of index level was a revision surgery that was performed. Surrounding product tissue prior and after to explanation was blackened. Broken fragment remains in the patient. General increasing weakness and imaging confirmed diagnosis of siderosis as a patient complication. Patient symptoms may be caused by leakage of chronic csf leak during the procedure.

Manufacturer narrative:
Product analysis result: visual microscopic the disc was returned with 3 screws and one locking tab. One of the screws was broken ~5mm from the tip. The tip of the fractured screw was not returned for analysis. The distal portion of the screw was examined microscopically, there did not appear to be signs of fatigue. The outside surface of the screw was examined and there did not appear to be any surface defects that would have caused the crack propagation. The wear pattern on the ball of the disc indicates that the inferior portion of the disc was sitting proud for some time. There is a witness mark on the superior portion of the disc where the edge of the screw had been touching. After examining the fracture face of the failed screw it appears the fracture was the result of overload through non-torsional force. If information is provided in the future, a supplemental report will be issued.